Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet despite the attempt of multiple usb cables, wall adapters and power sources. The battery gauge later displayed 100%. The customer¿s blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.